Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs showed that the user pressed the shock button prior to the charge button. The device prompted the user that the device was not charged and prompted the user to press the charge button. Once the user pressed the charge button, and then the shock button, the device delivered the energy to the patient. The evidence in the logs showed that the user did not press the correct sequence of buttons, once the proper sequence of buttons was used the device shocked appropriately. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.